Event description:
Patient reported via regulatory agency left side "rupture". Later, healthcare professional reported "ultrasound test due to pain" and "large amount homogeneous hypoechoic nature exist out of membrane inside capsule, showing irregular margin and shrink membrane" detected via ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported via regulatory agency left side "rupture". Later, healthcare professional reported "ultrasound test due to pain" and "large amount homogeneous hypoechoic nature exist out of membrane inside capsule, showing irregular margin and shrink membrane" detected via ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed 6 openings on the device with the following assessments, 4 surgical damage, 1 unidentified (tear) opening and 1 inconclusive. ¿ pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.